Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. Device evaluation no product was returned for evaluation. The report of suspected thrombus could not be confirmed. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted to the hospital for suspected pump thrombosis. The patent's lactate dehydrogenase increased up to 6000 u/l and three pump stoppages occurred within hours of each other on an unspecified date. It was reported that the patient was marginally compliant with follow-up appointments and the patient had stopped taking coumadin due to medication availability. The vad clinician was concerned that the patent's entire lvad was clotted due to the markedly increased ldh. On (B)(6) 2017, the patient underwent an urgent pump exchange. No additional information was provided.